Manufacturer narrative:
(B)(4). The intraocular lens was discarded by the account and not returned to the manufacturer for analysis. Lens met all manufacturing specifications prior to release. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related. Device discarded by surgery center.

Event description:
Physician reported the intraocular lens was removed and replaced 14 months after implant due to the patient's complaint of visual issues.